Event description:
The manufacturer received information alleging the o2 low flow test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the test step had failed on the device. During the evaluation it was noted that the active exhalation controller (or active exhalation control module [aecm] or proportional valve) had caused the test step to fail on the device. In conclusion, the device's active exhalation controller was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the oxygen (o2) port, warning label, and media access control (or mac) address label were replaced for physical damage unrelated to the reportable issue. The device passed all final testing.